Manufacturer narrative:
Additional information: b5, d1, d3, d4, g1 address, h4, h6, h11. B5: update "unspecified access set" to "one-link non-dehp microbore catheter extension set". D4 lot #: the customer did not report a specific lot #, however, potential lots were identified: ur24b15109, ur23i22062, and ur23k01093. H4: manufacturing dates for the potential lots: 23-feb-2024 for lot ur24b15109, 27-sep-2023 for lot ur23i22062, and 13-nov-2023 for lot ur23k01093. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the potential lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked at the j-loop. The process step during which the leak was observed was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.